Event description:
Additional information received reported that the patient did not have a stimulation sensation and "had not felt it for a year." It was noted that the patient's implantable neurostimulator (ins) was "rejumped" the night prior to the report and the manufacturing representative "walked her through it on the phone." It was noted that the patient had an appointment with the manufacturing representative on (B)(6) 2012 to "clear the call doctor screen." It was noted that the patient's "ins never worked for her and since 2 years, she no longer used it." Additional information received reported that the patient still had concerns regarding her device or therapy, but she was working with her physician or manufacturing representative. It was noted that the patient had a scheduled appointment on (B)(6) 2012. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was unknown and there were no abnormal impedance measurements. The lead was not able to reach where the patient's pain was located. "Complex" programming took place on (B)(6) 2012 and the health care provider (hcp) was unable to get coverage where the patient needed it. The patient complained of "no benefit" and "shocking." Hospitalization was not required and there was no patient injury. The hcp did note that a revision may be needed.

Event description:
It was reported that the patient had lack of therapeutic effect. The patient stated "never could get it programmed where it would help since implant." The patient also experienced shocking or jolting sensation due to positional changes (e.g. Sitting to standing, etc.) Since implant. The patient found a telemetry issues. An implantable neurostimulator (ins) was suspected. Dissatisfaction with stimulation was primary reason for overdischarge. The last successful recharging session was over 12 months ago. The last time any stimulation was felt was over 12 months ago. The patient was planning to talk to her health care provider (hcp) in the next week or so after the call regarding to the reported issues and discussing a revision with her hcp.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).